Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the prox lad. Approximately 3 weeks post index procedure the patient suffered anemia from suspected upper gastrointestinal bleeding. This was treated with medication and a blood transfusion. The patient is not recovered. The patient was on dapt at the time of the event. The investigator reported that the event is not related to the index device but is possibly related to the anti platelets.

Manufacturer narrative:
Event term updated to esophageal ulcer and hemorrhagic gastritis. Atherectomy was also carried out during index procedure. Patient was on dapt 24 hours prior to event. Patient recovered. Cec assessed event as gastrointestinal bleed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Antiplatelet medication was stopped in view of suspected gi bleed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: event term changed to "esophageal ulcer." Patient recovered. Cec adjudicated barc type 3a bleeding complication and commented that no document will be available therefore presume worse scenario of upper gi bleeding. Sponsor assessed event is not related to device but possibly related to antiplatelet medications. If information is provided in the future, a supplemental report will be issued.